Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd-solis hpca pump displayed downstream occlusion alarm while the pump was being used by patient but there was no real occlusion. There was 10 minutes delay in pain therapy. The event occurred in the post-surgery setting. There was no patient harm.